Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as MFR report #: 2134265-2010-00554. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis and a myocardial infarction occurred. The 90-95% stenosed de novo lesion measuring 3mm in diameter and 30mm in length was located in a distal left anterior descending artery. The lesion was predilated with both a 1.5x12mm apex flex balloon and a 2.5x12mm maverick balloon. A 2.25x16mm taxus atom stent was deployed in the distal left anterior descending artery and a 2.25x8mm taxus atom stent was deployed in the proximal left anterior descending artery. Approximately 7 months later the patient presented having a myocardial infarction with no st elevations and diffuse restenosis was found in both stents. A 2.5x28mm non bsc stent was placed in the distal left anterior descending artery and a 2.75x15mm non bsc stent was placed in the mid left anterior descending artery. No further patient injuries or complications occurred. Patient status is satisfactory.